Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device fractured, causing the pt to fall and experience pain. It is unknown if the pt has been revised.